Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user's data available in data management system. Based on the analysis, the system asserted the hypo alert at 6:03 pm cet (sensor reading was 51mg/dl), which was 3 minutes after the calibration entry of 60 mg/dl at 6 pm cet on (B)(6) 2022. Per the analysis, the system demonstrated the inherent lag in the interstitial fluid sensing technology where the sensor glucose does catch up to the calibration (capillary) glucose entries within 1-4 sensor readings. In this case, the sensor readings did catch up to the calibration entry and thus mitigating the issue by asserting the hypo alert. The calibration performed post the event closely matched with the sensor readings. The overall sensor performance was within expectations and no further investigation was required.

Event description:
Senseonics was made aware of a hypoglycemia event with allegation of sensor inaccuracies on (B)(6) 2022 at around 6:00 pm. The reported blood glucose (bg) value was 44 mg/dl and sensor glucose (sg) value was 92 mg/dl. User complained of not receiving low glucose alerts because the sg value never crossed the set low alert threshold of 65 mg/dl. User was symptomatic (felt shaky), but didn't seek medical treatment since the user self-treated by drinking juice.